Event description:
Customer reported system displays an error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the hard drive and singleboard computer. System operates as intended.